Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked. The intravia container was filled with an unspecified amount of cyclophosphamide. The location of the leak was not identified but the intravia container was observed ¿half empty¿. The leak occurred prior to labeling; therefore, there was no patient involvement. No additional information is available.